Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion. As received, a partial lead (only connector portion) was returned in one piece. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region. The cause of external insulation abrasion is consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.